Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was visually inspected, and confirmed that the tubing has come away from the drip chamber, it was not determined as to how this happened; glue traces were noted on the tubing and on the drip chamber connector. The current quality inspection for these assemblies is established to 100% for leaks and blockages. A review of the history device records confirmed that this device conformed to the required specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that the nurse rotated the drip chamber stopcock to start the drainage. The tube under the stopcock became broken. No further details have been reported.